Event description:
Surgeon initially reported four cases of endophthalmitis possibly associated with the use of the phaco system. Facility later reported that these events were possibly associated with viscoelastic. One of the four patients had faecalis enterococcus, one had staphylococcus and the other two patients had no growth. This patient is one of four being reported. This patient was in very bad general condition. Experienced hypopyon and required intravitreal and general antibiotics and surgery. Vitreous culture, no growth at day 30 post cataract surgery. This patient reportedly died (date not given), unrelated to infection.